Event description:
The pt was bilaterally implanted with smooth saline-filled mammary protheses in 2004. In 2005, the pt complained of a rash and persistent itching of the breast. The doctor referred the pt to an allergist. Based on the information provided to mentor, the devices have not been explanted.